Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon had a bad week with preloaded twisted haptics. In follow-up, it was reported that the product is not available for investigation as it has been discarded by the customer. No further information was provided.